Manufacturer narrative:
Results: no product will be returned for eval.

Event description:
In 2009, the pt reported in an internet blog he has had elevated blood glucose readings of 350+ mg/dl and 300+ mg/dl. He stated that over the past 3 months, he has twice felt he was not getting insulin when he "pumped or bolused" through his insulin infusion device. He said he bolused before his meal and afterward had a blood glucose reading of 350+ mg/dl which he corrected 3 times, but his reading only decreased to 300+ mg/dl. He said he then changed his infusion set and site location and his readings returned to normal 3 hours later. The pt stated this happened again tonight and he had just changed his site and infusion set. His target blood glucose range is 120-140 mg/dl. Repeated attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.